Event description:
It was reported that the device was not detecting the disposables and was not heating. The event happened during patient use, but it did not cause anyone harm.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. The device was filled with fluid, installed a temp check then visual and functional testing were performed. The testing could not duplicate the customer reported problem; however the tubing and membrane switch were damaged, and they were replaced. The root cause of the issue could not be determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.